Manufacturer narrative:
Taper ii. Medwatch sent to FDA on 06/27/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Further information has been requested of the initial reporter regarding: the reported event, the patient outcomes and relevant history. To date, no additional information has been received by apollo. Device labeling addresses the potential adverse event of pain as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, contact dermatitis, abnormal healing, edema, paresthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury and wound infection.

Event description:
Reported as: a patient with the lap-band system was reported to have "extreme pain; lap-band was removed."

Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual inspection was performed, and noted the band and the access port to be discolored, as they appeared yellowish in color. Brown particles were noted on the port septum and port base. A port leak test was performed, and no leakage was noted. An air leak test was performed, and no leakage was noted from the band. A fill inspection test was performed, and no blockage or resistance to flow was noted. Pain is a surgical/physiological complication and analysis of the device generally does not assist apollo in determining a probable cause for this event.